Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a routine follow up experiencing diaphragmatic stimulation. Upon device interrogation it was noted that the left ventricular (lv) lead exhibited loss of capture. On (B)(6) the patient presented for lead revision where it was observed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.